Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 12/18/2015. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4).

Event description:
This complaint was initially created for an MDR non-reportable event. It was reported that towards the end of the procedure after ablating, the catheter suddenly showed high force readings, the egms disappeared and the catheter looked as though it was programmed to pace from the proximal electrodes. On withdrawing the catheter without any difficulty, the catheter tip between the electrodes showed blood inside the catheter. A new catheter was taken. There was no consequence to the patient and the procedure was successfully. The procedure was completed with no patient consequence. Additional clarification stated that they had signals available to monitor the patient's heart rhythm in a separate system. They were not pacing or trying to pace. This complaint is re-assessed to MDR reportable based on fal findings on 1/18/2016. Complaint catheter was inspected and the shaft was found broken at 9.2 cm from the tip/dome. Internal components are exposed and reddish material was observed. This is MDR reportable as it compromised the integrity of the catheter and posed risks to the patient of potential of thrombus. The awareness date of this complaint is reset on 01/18/2016 based on lab findings on 01/18/2016.

Manufacturer narrative:
(B)(4). It was reported that towards the end of the procedure after ablating the catheter suddenly showed high force readings, the egms disappeared and the catheter looked as though it was programmed to pace from the proximal electrodes. On withdrawing the catheter without any difficulty, the catheter tip between the electrodes showed blood inside the catheter (the physician commented that there must be an insulation break). A new catheter was taken. There was no consequence to the patient and the procedure was successful. Upon received the complaint catheter was inspected and the shaft was found broken at 9.2 cm from the tip/dome. Internal components are exposed and reddish material was observed. A corrective action was created to address the thermocool smart touch broken shaft issue. The action for this CAPA has been implemented and the catheter reported under this complaint was manufacture before the corrective actions were implemented. Per the event the catheter was evaluated for screening test and force calibration check and catheter passed both tests. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was working properly. Finally, the force sensor resistance values were found within specifications the catheter was tested for electrical performance and failed. Further investigation revealed reddish material was observed on the components causing the electrical failure. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding the electrical failure has been verified, however the complaint regrading high force value could not be confirmed. Brown residues were found inside the components due to broken shaft, causing the improper signal. A corrective action was created to address the thermocool smart touch broken shaft issue.